Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes there was not enough information provided in the complaint to confirm the allegation and the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product remains in service and was not returned to boston scientific. As such, physical analysis has not been conducted in our laboratory. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Media review: the provided x-ray images were determined to be inconclusive for malposition of device. As such, further analysis will be needed in order to confirm the cause of the issue. Risk review: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system exhibited cross talk oversensing. Technical services (ts) was consulted and upon review, found evidence noisy signals related to atrial paced events. Ts recommended evaluation of this right ventricular (rv) lead and provided reprogramming options for this device. A patient follow up was conducted to confirm lead position using chest x ray imaging. Ts reviewed the x rays and determined that the rv lead was far from the apex and that the coil could be potentially near the valve, which could result in potential atrial signal oversensing. Ts indicated that this situation may eventually require lead repositioning, as optimal lead positioning for defibrillation efficacy is as apical and septal as possible. Additional recommendations were provided. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system exhibited cross talk oversensing. Technical services (ts) was consulted and upon review, found evidence noisy signals related to atrial paced events. Ts recommended evaluation of this right ventricular (rv) lead and provided reprogramming options for this device. A patient follow up was conducted to confirm lead position using chest x ray imaging. Ts reviewed the x rays and determined that the rv lead was far from the apex and that the coil could be potentially near the valve, which could result in potential atrial signal oversensing. Ts indicated that this situation may eventually require lead repositioning, as optimal lead positioning for defibrillation efficacy is as apical and septal as possible. Additional recommendations were provided. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.